Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as confused, unresponsive, unable to speak properly, a loss of consciousness and was able to unable to self-treat. A caregiver transported the customer to the hospital, and the customer was hospitalized. The required healthcare professional (hcp) administration of unspecified intravenous fluids lowering the blood glucose value from 900 mg/dl for the issue. The customer remained in the intensive care unit for 14 days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.